Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the joystick is shutting down intermittently per tech service.